Event description:
Additional information received from patient indicated that they received a replacement recharger. The patient further reported that both of the implants were turned off until the patient has surgery. The implants will then be "jump started" and turned back on.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that they had two implants, and both of them had been off since 2015 because they didn't need them anymore. However, the patient was in an automobile accident on (B)(6) 2016, and at the time of report they needed the implants to turn on but was unable to do so. They tried to charge the implants the day prior, and nothing happened. The recharger screen was blank with no information showing on it. It was completely dead and had no charge available. There was a green light on the power supply, and the connector pin cord seemed to be plugged in good but there was no power on the recharger screen. A replacement recharger was shipped to the patient. They were informed that the implantable neurostimulators (ins) may have been in overdischarge due to not being charged since 2015, and that they would need to speak with a healthcare professional (hcp) to get the ins charging again. There were no related symptoms reported, and the indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.